Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements, so the physician opted to replace it with a new lead. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements and lack of capture, so the patient was examined with x-ray imaging, which revealed the lead dislodged. A new lead was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Amendment corrected fields: b5 describe event or problem h6 impact codes and device codes.

Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements and lack of capture, so the patient was examined with x-ray imaging, which revealed the lead dislodged. A new lead was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.